Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory failure during power-on self-testing, which can impact booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. After reviewing the log, rse found failures in memory 2 of the host-pc. Onsite service, philips field service engineer (fse) confirmed there is a problem with ram memories of the host pc. To resolve the problem, fse deleting the patient data form the hard disk. After deleting the patient data form the hard disk, the system was returned to use in good working order. Philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.